Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer expressed vomiting, tired, hot, dehydration and fatigue as symptoms of his high blood glucose. The customer had treated himself with insulin pump therapy. The customer declined troubleshooting for the insulin pump because he felt the insulin pump was working fine. The customer stated that the cause of the hospitalization was the bent cannula under the infusion set's adhesive. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.